Event description:
Leakage from the phaseal device attached to our regular IV tubing. Leakage of hazardous material and feel that this is a defective device. The method of attachment was a design flaw. No injury to patient.